Event description:
Additional information. It was noted, the patient also had recharging issues. The recharging issues had occurred since a lead replacement in 2009 (see MFR report # 3004209178-2009-02249). The reporter thought the device may have flipped at that time, but no x-rays had been taken to determine if the device was actually flipped. It was noted the device did not feel loose in the pocket in any way though.

Event description:
It was reported that the patient's headaches started to increase in intensity or frequency, starting in (B)(6) of 2011. The patient had been in and out of the hospital for this. The patient was last reprogrammed in (B)(6) of 2011. The patient had botox treatment about 2 weeks ago, but it hadn't helped with her symptoms and her hcp was discussing adding more leads. It was noted that the patient's ins had always drained very quickly and needed to be recharged once a day. The patient had an appointment scheduled for (B)(6), 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model unknown lot# unknown implanted: 2008-(B)(6) explanted: na; extension model 3708360 serial# (B)(4) implanted: 2009-(B)(6) explanted: na; programmer model 37743 serial# (B)(4); recharger model 37752 serial# (B)(4).